Manufacturer narrative:
UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no blood returns to the syringe barrel after puncture, making it difficult to verify the correct location within the vein. The silicone part, which is inside the vein, does not slide easily from the needle, favoring the piercing of the vein, loss of access, and an increased risk of contamination due to manipulation of the part that will be inserted into the vein, and risk of perforation by the professional handling the device. In addition, there was resistance from the needle during puncture. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6: health impact, event methods, evaluation, and conclusion codes: updated. No product was returned, therefore functional testing could not be conducted. A review of manufacturing device history records found no abnormalities or discrepancies that match the reported issue. Based on the available information, the investigation could not confirm the reported issue or attribute a root cause. If the product is returned, the manufacturer will reopen this complaint for further investigation.